Manufacturer narrative:
The customer inspected the equipment and noted water droplets in the flow sensor. The flow sensor was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at some point during a long case, volume control mode of ventilation became not available. There was no reported patient injury.